Event description:
It was further reported that during the index procedure the patient experienced a mild carotid artery spasm which was treated with medication. The event resolved without residual effect the same day. Per the physician, the event was listed as "possibly related" to the filterwire ez.

Event description:
It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced sinus brady. The index procedure treated the 80% stenosed, 6.0x20mm target lesion located in the proximal internal carotid. Treatment utilized a bsc filterwire ez and the placement of a carotid wallstent. Post dilation resulted in 0% residual stenosis. Shortly after the procedure, the patient experienced sinus brady. No action was taken to treat the event and the event resolved without residual effects the same day. The next day the patient was discharged with an nih stroke scale of "0". Per the physician, the event relation to the wall stent was listed as "probable" and the filter wire was listed as "unrelated".

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Nfa device, coronary saphenous vein bypass graft, temporary, for embolization protection. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.